Event description:
Bronchoscope used on 3 pts cultured positive for stenotrophomonas maltophilia on 9/26/97. Portion of steris used to process bronchoscope cultured several times were positive for stenotrophomonas maltophilia. Possibility of user error but feel that just as likely failure of steris at this time. Investigation is ongoing and device taken out of service until investigation is completed.